Event description:
The customer reported that that the patient information center ix (pic ix) central station monitor had no audio / no sound. The device was reported to be in use on a patient, but no adverse event to the patient or user was reported.

Manufacturer narrative:
Reporting institution phone #: (B)(6). A philips remote service engineer (rse) spoke with the customer and confirmed the reported issue. There was no sound. The rse recommended a reboot of the pic ix central station and the customer agreed to perform the reboot the following morning. Upon reboot, the issue resolved. The cause was not determined.